Event description:
We received a report that during the implantation of an (B)(4), the leading haptic was in the eye when the surgeon noticed the haptic was bent. The incision was enlarged and the intraocular lens (iol) was removed.

Manufacturer narrative:
To initial report, information that was known but inadvertently not provided. (B)(6). Concomitant product: unfolder cartridge emeraldc30 lot number: unknown. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer. The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder.